Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert and was emitting beeping due to premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert and was emitting beeping due to premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.